Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. At this time, from the description provided, a definitive root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the tip of the guidewire in the customer's acl disposable kit broke during the case and is stuck between the bone and the screw. The device was left in the patient. There were no patient consequences or delays. The case was complete when they noticed the broken instrument. The sales rep was not present for the case and could provide any more details. The device was discarded by the customer and is not available for return.